Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the capture threshold increased and an intermittent loss of capture was observed. Then, patient presented to the clinic for follow-up and intermittent loss of capture was confirmed. The patient reported shortness of breath. The device was reprogrammed to resolve the event. The patient was stable.